Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
An implantable cardiac defibrillator was returned following the patient's death. Further review of the manufacturer's database indicated that patient died approximately nine months after device replacement. The cause of death has been requested and not received.